Event description:
It was reported that the patient was experiencing ineffective stimulation and numbness. There were no falls, but the patient is young and very active. Reprogramming did not resolve the issue. Diagnostics indicated that high impedances were found. Patient needed an MRI that was unable to set to MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2026 where the system was removed to address the issue.

Manufacturer narrative:
Date of event is estimated.